Event description:
In 2007, 3 taxus stents placed - pci (mid lad, mid rca, distal circ) (ami). Returned to other hospital the next day. Readmitted the following day-stemi (silent mi) all 3 stents thrombosed. Same day, pci to reopen mid lad + mid circ (plus cypher stent). Eight days later, pci to reopen rca (plus cypher stents). Appropriate anticoag used during case, and antiplatelets after pci (asa and plavix). All stents reopened successfully, but pt unstable - iabp, temp pacer, several isotropic drips and pressors. Expired 2 days later.